Event description:
The info provided to sjm indicated a 29mm masters series valve was implanted in the mitral position on (B)(6) 2006. The patient was admitted to the emergency room or intensive care unit multiple times with several adverse conditions in the 3 years following with minor perivalvular leakage observed. The patient expired on (B)(6) 2010. The echocardiogram suggested the event was caused by dehiscence as the mitral valve prolapsed into the left atrium with paradoxical movement.

Manufacturer narrative:
A final medwatch will be submitted at the conclusion of our investigation.